Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported battery longevity estimation could not be conclusively determined. (B)(4).

Event description:
During remote follow-up, an alert was noted for eri. Technical services indicated the programmer overestimated the longevity of the device and indicated the device was at eri; however, there was no indication of premature battery depletion. No further intervention was performed at this time, the patient will be monitored.